Event description:
It was reported that pump showed malfunction message 199 in tandem source, indicating malfunction on pump, and caller noted no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed malfunction code was resettable, received instructions and assistance to reset pump, confirmed malfunction did not recur after reset, and was advised continuing using pump and to call back if malfunction message appeared again.